Event description:
The doctor decided to change the diopter of the lens implanted. The incision was enlarged to remove and replace the lens. A suture was used to close the wound.

Manufacturer narrative:
See MDR 1920664-2009-00345 for the delivery device used with this intraocular lens.